Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported instrument no longer moves the distal end during set up / inspection for use involving an olympus uretero-reno videoscope. There was no patient involvement.